Event description:
Customer called to report a missed anti-d on the galileo echo.

Manufacturer narrative:
Service call was made. Checked incubator temperature, washer, peri-pump, centrifuge, and probe accuracy. All met specifications. Found that camera had blurry image; removed/replaced camera module. Initialized instrument, and ran samples with expected results achieved. Instrument is working within specifications.